Manufacturer narrative:
The unit has not been made available for evaluation. If the unit becomes available a follow-up report will be submitted. Based on the available information provided by the patient's mother and supervising doctor it can be concluded that the use of excessively worn pads caused the alleged incident.

Event description:
The patient's mother called and complained of two pinpoint burns on her daughters back after interferential treatment, patient received a burn during a treatment in 2007, and a second burn during a subsequent treatment the following month. The two treatments were administered by different therapists. The complainant said the pads used during both treatments were the self-adhesive type and appeared to be very worn. The alleged burns were located underneath pads. The therapist stated there was no indication of burns to the patient after pads were removed. I spoke to the supervising dr and requested the unit and the pads used during the alleged incident for evaluation dr said after the incident the unit was evaluated and found to be in good working order, except the pads were "very old and tired sticky pads." The unit was in a high volume clinic and worked properly for several months with no further incidents. The doctor said the unit was sold to a student and the pads were disposed of.